Event description:
Allegedly revised for broken modular neck. The neck broke when the pt. Was walking.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-01829.

Manufacturer narrative:
(B)(4).